Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 14-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 row board cable was defective. A field service engineer found drawer 2.1 had multiple pockets showing read and write errors, and the pockets did not release during failed pocket recovery. No pockets were being read in the application, and in hardware test application showed no row boards. All tray connections were reset with no change. Replacing the detector band did not resolve the issue, so the row board cable was replaced. After replacement, cubies appeared in hta and the application. New cubies were inserted, and medications were reloaded into the cubies, tested successfully in hta. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 2.1 had 8 cubies with read, write and invalid error. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.